Event description:
It was reported that a patient was revised approximately eleven months post implantation due to pain and tibial loosening. There is no additional information available.

Manufacturer narrative:
(B)(4). D10- medical product tibia fixed cemented right size g stem, item# 42542007902, lot# 65000253. Tibial perimeter cone right size large item# 42545001523, lot# 64923797. Articular surface fixed bearing (ps) right 13 mm height. Item# 42522401013, lot# 65034605. G2-australia. Visual examination of the provided pictures identified the explanted tibia with visible skin and blood on the surfaces. Item and lot numbers can be confirmed from the picture. No additional assessment can be made based on the provided picture. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: medical records findings: the patient presented with confirmed tibial leg pain and tibial loosening, with suspected infection. While no infection was found, the narrow-offset canal of the tibia caused a loss of fixation. After discussing options for a longer offset stem, the tibia was revised with a shorter stem. Radiographs findings: right total knee arthroplasty with possible loosening of the medial tibial component. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is confirmed based on the medical records provided. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - stem.